Event description:
The account reported that the bed exit is not functioning, no other information was given. The bed was located in room 207 at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.